Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported that the 'up' and 'down' arrow keys on the button keypad are hard to press and she must press the buttons a few times before the pump responds; patient noticed this about a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: the keypad cover was returned peeling at the ok button. During testing, the contrast keypad button was intermittently unresponsive which has no effect on insulin delivery function; all other keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.